Manufacturer narrative:
The customer complaint of loss of pacing output was not confirmed.the pacer was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including functional verification under field settings did not find any pacing anomaly and visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the pacing anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the during device change procedure,the physician exposed the pulse generator to electrocautery. The subsequent loss of pacing output sent the patient into cardiac arrest for 40 seconds. After a further 22 seconds pacing was restored. The device was successfully exchanged. There were further patient consequences.